Event description:
Hydromorphone manufactured by hospira in the isecure luer lock syringe failed not once but twice today, at approx 0900 and again around 1300. The plungers are regularly difficult to depress, and on both of these the med leaked out around the plunger and out of the syringe from the wrong end. This was documented on the emar in epic. Charge rn and pharmacy informed. On 0900 syringe wasted in pyxis with witness; syringe bagged and labeled and handed off directly to pharmacist. The 2nd syringe wasted in pyxis with witness; syringe bagged and handed off to pharmacist. Both syringes were from the same lot number, as documented by pharmacy. A subsequent dose of the drug was given after each of these first attempts failed as documented on emar, both from same lot number. While the plungers on both of the 2nd attempts were very difficult to depress, the syringes did not fail and the doses were given successfully.